Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 451 mg/dl. The customer reported multiple failed battery test alarms from the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer was advised to monitor the insulin pump until a new battery cap for the insulin pump is received. No additional information was provided.